Event description:
The patient reportedly experienced loss of lock with the external equipment and internal device. External equipment was exchanged; however, this did not resolve the issue. Revision surgery is under consideration.